Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (xtw 20126r182) was positioned centrally at a2p2 and while establishing final arm angle (efaa), the clip opened from fully closed to approximately 20 degrees. Troubleshooting attempts were unsuccessful and the clip was not implanted and the clip delivery system (cds) was removed. One clip (xtw 20117r138) was implanted reducing the mr to a grade of 2. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequela; therefore is not considered clinically significant.

Manufacturer narrative:
All available information was investigated and the reported clip open while establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.